Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp catheter extension set leaked from the connection of its male luer with an unspecified product. This occurred during patient infusion of an unspecified solution. The reporter stated that the male luer was secured tightly, and no cracks were observed on it. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 4 of 4.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.